Manufacturer narrative:
This complaint has been submitted under (B)(4). Once investigation is completed a supplemental/final report will be submitted.

Event description:
It was reported that the screen is damaged. Timing of even was unknown. No additional information is available. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This complaint has been submitted under (B)(4). Review of the most recent repair record determined the comb was damaged. The comb, washers, cap nuts, and shoulder bolts were replaced and resolved the reported issue. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.